Event description:
It was reported that the patient was placed a PICC on (B)(6) 2012 for chemotherapy. She found catheter leaking on november 27 and immediately reported to the nurse. After process of examination, doctors confirmed the catheter broken into two parts with inner one split into patient. With the help of ir dep, they finally picked it out. They thought our product might have some quality problems and asked for evaluation.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.